Event description:
It was reported that the level sensor pad was not sticking to the reservoir. Several batches were tried and all seemed to either not stick or fall easily once handled. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manufacturer's subsidiary, the end user had four packs of 15 units that were affected. D4 - the UDI and related information is not provided as the lot number is unknown at this time. Diligence attempts are being performed to retrieve the lot number. H4 - the manufacture date is not provided as the lot number is unknown at this time. Diligence attempts are being performed to retrieve the lot number.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.